Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded battery cap contact, however test battery cap was used and pump had failed battery test due to corroded battery tube. Unable to perform the self test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to failed battery test. Pump passed stop current and run current test. Pump had cracked case at display window corners, battery tube threads, minor broken reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. It was also reported that the battery compartment had cracks and reservoir compartment was damaged. It was also reported that the battery cap was not missing or damaged. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.